Event description:
Initial hospitalization in 2009. Mesh put in. Put on levaquin. The following month, emergency room with fungal infection -vaginal- swollen tongue due to levaquin. Experiencing pain in back and pressure. Went to gyn and told my cervix was inflamed and I had an hematoma abscess with mesh protruding through vaginal wall. Followed up with surgeon. Who confirmed and scheduled out pt surgery to remove mesh. Out pt surgery rescheduled for five months later, to remove hematoma and mesh in vaginal wall. Office follow up the following month, to doctor's. Another follow up needed in 2010. Route: vag. Dates of use: 2008. Diagnosis or reason for use: prolapses sling. Event abated after use stopped or dose reduced: yes.